Event description:
Per the clinic, the patient experienced prolonged skin edema at the implant site following cochlear implant surgery (specific date not reported) resulting in retention issue. Subsequently, the patient underwent revision surgery on (B)(6) 2025 under general anesthesia to thin the subcutaneous fatty tissues. The implanted device remains.